Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, was exhibiting "double beep with no cassette." No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.